Event description:
The report received from the affiliate indicated that the delivery system of a palmaz blue on aviator plus (5 mm diameter, 50 mm length, on 142 cm) catheter was broken at 10cm to the proximal balloon when advancing the sds towards the target lesion. The catheter was cracked inside of the patient and detached out of the patient¿s body. The stent did not dislodge because when the crack occurred, the stent had not reached the target lesion. The device was removed successfully and intact from the patient. According to the physician¿s statement, the sds was kinked. "This information was not confirmed and reported by sales rep." The device did not separate. The procedure was completed with a same-like product. There was no patient injury reported. The patient was discharged. The sample was returned for investigation. Preliminary evaluation of the returned product indicated that 25cm of distal tip was detached and included. The lesion was the subclavian artery. The specific lesion condition was unknown. There was no injury on the vessel. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. There were no anomalies noted during prep. No resistance was met while advancing the device. Excessive torquing was not required. There was no resistance met while advancing the device over the guide wire. There was no resistance met while withdrawing the device. The balloon did not get caught in the lesion or in a deployed stent. The stent was not deployed in the patient. The stent did not dislodge in the patient. The device was not resterilized. The device was not inserted through a stopcock instead of a hemostatic valve.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown. The initial reporter health care facility information is currently unknown.

Manufacturer narrative:
Complaint conclusion: the delivery system of a palmaz blue on aviator plus (5 mm diameter, 50 mm length, on 142 cm) balloon catheter was broken at 10cm to the proximal balloon when advancing the stent delivery system (sds) towards the target lesion. The catheter was cracked inside of the patient and detached out of the patient¿s body. The stent did not dislodge because when the crack occurred, the stent had not reached the target lesion. The device was removed successfully and intact from the patient. According to the physician¿s statement, the sds was kinked. "This information was not confirmed and reported by sales rep." The device did not separate. The procedure was completed with a same-like product. There was no patient injury reported. The patient was discharged. Preliminary evaluation of the returned product indicated that 25cm of distal tip was detached and included. The lesion was the subclavian artery. The specific lesion condition was unknown. There was no injury on the vessel. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. There were no anomalies noted during prep. No resistance was met while advancing the device. Excessive torquing was not required. There was no resistance met while advancing the device over the guide wire. There was no resistance met while withdrawing the device. The balloon did not get caught in the lesion or in a deployed stent. The stent was not deployed in the patient. The stent did not dislodge in the patient. The device was not resterilized. The device was not inserted through a stopcock instead of a hemostatic valve. The sample was returned for analysis. One non sterile catheter palmaz blue on aviator plus, 5 mm diameter, 50 mm length, on 142 cm balloon catheter was returned. The body was found separated. A kink was noted in the device. Sem analysis showed that the body / shaft presented evidence of elongations and damages that could be induced by an application of force on the zone of the rupture by an unknown object. No other anomalies were found during the analysis. A device history record (DHR) review of lot 16014414 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use the user should open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. The palmaz blue .018 peripheral stent system should be examined to verify functionality and integrity. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. The ¿body shaft- cracked-in patient (cardiovascular), stent delivery system (sds)- kinked/bent-in patient, and body/shaft- separated - (cardiovascular)¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the burst as evidenced by elongations noted on the body/shaft during sem analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.